Manufacturer narrative:
The returned device was evaluated and blood was observed on the tip of the soft cannula. Additionally, a tear was found on the exposed portion of the soft cannula. Fluid was observed exiting the tear in the exposed portion of the soft cannula. It could not be determined how or when the tear occurred prior to the device being inspected. There were no damages found on the formed needle or bottom housing that could have contributed to the bleeding the patient reported. The data did not show any struggles or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 250 to 282 mg/dl, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.